Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Device not returned.

Event description:
It was reported that a malfunction alarm occurred. The customer reverted to an alternate method of insulin therapy. In addition, it was reported that the customer experienced a low blood glucose level. Customer's continuous glucose monitor read ¿low¿, however, a specific bg value was not provided. Reportedly, the customer requested and delivered too large of a bolus to cover the amount of food consumed. Customer consumed carbohydrates to address low bg.